Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, 2 samples contained fibrin in the serum after centrifugation of the sample. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-jan-2025. Investigation summary: bd received two photos and six samples for investigation. The evaluation of the photos revealed fibrin strands in the serum. The investigation of the returned samples did not reveal any additive defects relating to fibrin. Additionally, 100 retained samples were visually inspected, and no additive defects related to fibrin were found. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: fibrin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, 2 samples contained fibrin in the serum after centrifugation of the sample. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.